Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. Reportedly, the pump was replaced for different issue and the customer reverted to an alternate method insulin therapy.